Event description:
The user facility reported that during a therapeutic cystoscopy procedure, which progressed into a turp procedure secondary to a bladder tumor (with biopsies), the tip of the resection sheath broke off and fell into the patient's bladder. The fragment was successfully removed during the same procedure, and the procedure was completed using a different but similar device.

Manufacturer narrative:
The user facility returned the device to olympus for evaluation. The evaluation confirmed the white insulation insert had experienced a complete circumferential break approximately 12 mm from the distal end. The fracture junction of the insulation insert was located just inside the distal end of outer sheath. The insulation insert (beak) was determined to be a non-olympus part. The evaluation also noted that the black cap was worn and loose, and yellow and gray seals were worn. There were minor scratches on the shaft. The device has been serviced and returned to the customer. This report is being submitted as an MDR in an abundance of caution.